Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use, the safety mechanism on a bd autoshield¿ duo safety pen needle did not activate and the nurse received a dirty needle stick. Post-exposure lab work was completed. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one opened and activated 30g x 5mm asd sample and four photos were returned from lot. No. 7138657, cat. No. 329705. Visual examination of the returned sample and photos was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: no issues were observed with the returned sample and photos therefore no root cause can be identified.